Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to hospital with ventricular tachycardia storm. Episodes of ventricular tachycardia was shown and was treated successfully with anti-tachycardia pacing and high voltage shocks. While in hospital, the patient experienced ventricular tachycardia episode where external defibrillation was required. Upon interrogation, high voltage impedance was observed to be high on the right ventricular lead. The lead was capped and replaced successfully on (B)(6) 2018. The patient was stable.